Event description:
A malfunction on a pump was reported by a caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset information and assisted the caller with resetting the pump. Once the malfunction code was reset, it did not recur, and the customer was instructed to continue to use the pump.